Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, decay of r wave was confirmed and the tip of the right ventricular lead was to be repositioned. The helix was extended twice but the tip was dislodged while stylet was pulled out. Another attempt was made and the helix could not be retracted. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.